Event description:
It was reported that the ventilator failed pre-use check tests. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pre-use check tests. The ventilator was investigated by our field service engineer on-site and the expiratory and inspiratory membrane, o2 cell and battery modules were determined as defective and replaced which solved the issue. No replaced parts have been returned for technical investigation. The root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).